Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the maryland bipolar forceps instrument exhibited smoke coming out and a burnt insulation. The procedure was completing as planned with no reported patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi followed up with the initial reporter and obtained the following additional information: customer stated that arcing was observed during the procedure. The surgical task being performed was peeling. The other instrument in use was a bipolar instrument and the arcing appeared to have originated from the maryland bipolar instrument. There was no instrument collision and no injury to the patient. The surgeon believes that the adhered tissue is what caused thermal damage to the instrument. The instrument was not inspected prior to its last use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did not indicate that a monopolar instrument was used during this case. The complaint regarding insulation is burnt at the tip and smoke come out was confirmed by failure analysis. The probable root cause of thermal damage is attributed to inadvertent energy application from a monopolar instrument.